Event description:
Customer reported to beckman coulter, inc. (Bec) that the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer was leaking blood. Customer reported that the leak was contained within the instrument. Customer reported that the volume of the leak was 500 microliters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a leak from the bsv. The fse found the leak was coming from the tubing attached to wire marker 5 running through valve vl64. The fse replaced the tubing and verified the instrument.

Manufacturer narrative:
(B)(4).